Event description:
It was reported that more than a dozen bd syringe s2 20ml 18ga 1-1/2in china were found to be damaged and broken. No patient impact reported. The following information was provided by the initial reporter, translated from chinese to english: more than a dozen syringes were found to be damaged to varying degrees, including broken.

Manufacturer narrative:
Initial reporter phone #: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary a device history record review was completed for provided material number 301948 and lot number 2106144. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty retained samples were obtained. The retained samples were evaluated, and no signs of defect could be confirmed.

Event description:
It was reported that more than a dozen bd syringe s2 20ml 18ga 1-1/2in china were found to be damaged and broken. No patient impact reported. The following information was provided by the initial reporter, translated from chinese to english: more than a dozen syringes were found to be damaged to varying degrees, including broken.